Manufacturer narrative:
During a review of complaint files it was identified that 2020601-2016-00052 required a supplemental submission to capture the returned product evaluation.

Manufacturer narrative:
Device was not returned for evaluation.

Event description:
Patient was undergoing a liposuction procedure. Towards the end of the case, the cannula broke off inside her near her lateral flanks. An x-ray showed that the piece was lodged in the subcutaneous space. The case was completed without any other problems.